Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant, high pacing impedances on rv and lv leads were observed when they were connected to the device. Leads tested normal with different analyzers. Device was not used and was replaced. All the measurements were normal with the new device.